Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 247-300 mg/dl. The customer alleged that the pump was not delivering insulin properly, however this could not be confirmed as the customer declined troubleshooting. Reportedly, customer was using fiasp insulin. Tandem technical support educated the customer on labeling. Reportedly, the customer continued to use the pump for insulin therapy.